Event description:
Following a recall of philips dreamstation bi pap machine, I received a replacement. However, it's now known that the replacement contains and release formaldehyde, a carcinogen. Is it safe to continue using these machines? Reference report: mw5150857.